Event description:
It was reported on (B)(6) 2013, the patient had her implantable neurostimulator (ins) removed because "it was coming on" and she could not turn it off. It was also stated that the patient had been shocked by the ins. The patient had an MRI after the device was explanted and the results showed an encapsulated infection and spinal fluid leak at the top of where the device was. It was then reported on (B)(6) 2013, the device would come on by itself two weeks at a time and "it was scary." It was stated that the device might have been removed in 2009. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Product ID: 3888-33, lot# j0545162v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).